Event description:
This pt was revised from the lcs-ps poly insert to a deep dish poly with a lateral retinacular release. Pt is again having episodes of swelling; beginning 2/2002. The pt is described as active.